Event description:
During procedure, as the physician was retracting the microcatheter through the deployed stent he felt a lot of resistance and the dual tapered tip of the stabilizer became stuck on the distal portion of the stent and separated from the stabilizer. The broken stabilizer along with the dual tapered tip was removed from the patient and no issues with the stent were noted. No clinical consequences to the patient were reported.

Manufacturer narrative:
(B)(4). Additional information was requested from the user facility. From the response received it was determined that a lot of resistance was encountered as the physician attempted to withdraw the delivery catheter through the deployed stent. In addition, continuous flush was maintained and the proximal vertebral arteries were moderately tortuous.

Event description:
During procedure, as the physician was retracting the microcatheter through the deployed stent he felt a lot of resistance and the dual tapered tip of the stabilizer became stuck on the distal portion of the stent and separated from the stabilizer. The broken stabilizer along with the dual tapered tip was removed from the patient and no issues with the stent were noted. No clinical consequences to the patient were reported.

Manufacturer narrative:
A review of the device history record (DHR) showed that this device met all required specifications upon its release. Visual analysis of the returned stent system revealed the inner body bumper marker was protruding through the outer body distal end and the outer body was compressed on its middle and distal shaft. The inner body was kinked in three places on its proximal shaft. The inner body hypotube was separated from the hub. There was blood in the inner body and outer body. The .014" guidewire used during the procedure was returned within the inner body. The guidewire was kinked in the middle and distal sections. Special attention was focused on the inner body¿s dual tapered section. No anomalies were observed, the dual tapered tip was conforming to specifications. The stent was not returned. No other anomalies were noted. The reported failure of dual taper tip detachment could not be confirmed as the dual taper tip was still attached to the inner body. Boston scientific has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.